Manufacturer narrative:
Per comp - 1219 initial report. Additional information, including post primary and pre revision x-rays, operative notes (primary and revision), patient activity level, weight and medical history, whether the patient followed the correct post-op protocol, whether the patient experienced any slips / falls or other trauma post primary surgery, what was implanted during the revision and an update on the patient post revision has been requested in order to progress with the investigation of this event. The reporter has confirmed that this information cannot be provided and thus the scope of this investigation is limited. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the ecima liner and biolox delta ceramic head after approximately 6 years and 4 months due to instability.

Event description:
Trinity revision of the ecima liner and biolox delta ceramic head after approximately 6 years and 4 months due to instability.

Manufacturer narrative:
Per (B)(4) final report. Additional information, including post primary and pre revision x-rays, operative notes (primary and revision), patient activity level, weight and medical history, whether the patient followed the correct post-op protocol, whether the patient experienced any slips / falls or other trauma post primary surgery, what was implanted during the revision and an update on the patient post revision was requested in order to progress with the investigation of this event. The reporter confirmed that this information cannot be provided and thus the scope of this investigation is limited. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information, no further investigation can be conducted and the root cause of the reported instability / dislocation could not be determined. Therefore, this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.